Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2018-apr-13 clarifying that the lead was coiled because that was the way the surgeon placed it. The clipped lead still remained in the patient. A replacement was not currently scheduled. The patient was deciding how they would like to proceed. No further complications were reported.

Manufacturer narrative:
Date inaccurate, only the month/year are valid. The main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: (B)(6) 2017, product ID: 977a160, serial/lot #: (B)(4), ubd: (B)(6) 2017, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's lead was clipped during surgery and their device was no longer working. No further complications reported.

Manufacturer narrative:
The event was initially reported for serious injury, but further review indicated the event is reportable for malfunction and not serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp).it was reported that original surgery which resulted in the lead clipping was due to l3-l5 fusion for severe stenosis, degenerative disc disease inability ."l3-l5 levels lead was" . The lead was in the surgical field-coiled up at the superior aspect of the wound and could not be adequately covered during closure and was felt to see an infection risk and was removed. Health care professional (hcp) plans to replace the lead when the wound is sufficiently healed. No further patient symptoms or complications were reported in this event.